Event description:
Report received of particulate matter on the piercing pin of an IV set. The nurse reportedly observed dark material on the piercing pin of a secondary set during a routine set change. The dark material was fixed and would not rub off. The set had been infusing tpn for three days. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional info was provided.